Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 547 mg/dl and ketones. Reportedly the customer missed a mealtime bolus. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the ICU. Recommendation was made to consult with a healthcare provider regarding diabetes management.